Event description:
The caller reported that the piston on the tandem mobi pump remained in the "up" position, preventing the completion of the cartridge load process. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller by suggesting placing the pump on a charging pad and instructed to turn the pump off and then back on, but the issue persisted. The caller ultimately used a new cartridge, which resolved the issue, allowing the pump to function as intended. No further assistance was required.